Manufacturer narrative:
Manufacturer's investigation conclusion a specific cause for the reported multiorgan failure and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The heartmate 3 lvas IFU, rev. C, lists death and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to cardiac arrest and respiratory failure. Additional information revealed the cause of death was right ventricular (rv) dysfunction, acute hypoxic respiratory failure, and acute kidney injury (aki). The patient's death was not considered device-related.